Event description:
Customer reported that he was hospitalized due to high blood glucose and a heart attack. The blood glucose reading was over 800 mg/dl. Customer stated that he had a heart attack and was unconscious due to high blood glucose. Customer also stated that he had a site infection. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.